Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. Conclusions: the origin of the event is more like a lead issue or a lead-pacemaker connection issue. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header revealed: damages of the intended screwdriver slot at the atrial level (hole); the distal atrial setscrew was found unscrewed; the distal ventricular setscrew was found engaged in the port; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event; interrogation of the device did not show any data relative to the reported behavior. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pins and the pacemaker components; consequently, sensing and pacing failure could have been observed at the atrial and/or ventricular level. The origin of the reported event could be: a lead failure, fracture, dislodgement, bad connection of the lead, connector failure or loosen setscrew. Therefore, it should be noted that: the labeling includes a clear description of the screwdriver slot position: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial one is positioned below the axis of the atrial lead connector pin.

Event description:
Reportedly, during the implantation, device would not pace consistently when setscrews were tightened to lead in header. The device implantation duration was less than 2 minutes. No interrogation or programming of the device was undertaken. The pacemaker involved in this MDR report was returned for analysis.